Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV tubing tends to kink in the alaris pump causing air-in -line alarms. Although requested additional information was not provided.

Manufacturer narrative:
Correction: disregard file (after further review this file is not-reportable as there was no indication of patient impact or adverse effects caused to the patient as a result of this event.)

Event description:
It was reported that the IV tubing tends to kink in the alaris pump causing air-in -line alarms. Although requested additional information was not provided.